Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. Customer did not recall blood glucose level at the time of incident. The location of the leak was past both o-rings. Troubleshoot was performed. The incident date was (B)(6) 2017. Customer stated there has been high blood glucose reading since leaking started. Customer treated their high blood glucose reading with manual injection. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated 3 open/used reservoirs( using a new lab transfer guards). Performed pre-fill reservoirs test. Testing found reservoirs did not have leakage and no air bubbles anomalies when removing the plungers. Also found plungers easy to release from stopper-plungers. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.